Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided at time of report.

Event description:
The customer reported that a patient in the cicu had a drop in spo2 to 82% and a yellow alarm occurred but a red alarm was expected. No harm occurred. If alarms are not provided at the correct priority/severity level there is a potential that the response to the patient could be delayed. No adverse event was reported.